Event description:
A customer reported a malfunction alarm identified by malfunction code 24, which was not resettable. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to switch to multiple daily injections as a backup therapy.